Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to verify excessive no delivery alarm due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 165mg/dl. Customer stated the alarm occurred during manual prime. Customer stated the issue has not been resolved. Advised customer to run manual prime, pump alarmed no delivery. Advised customer to revert to back up plan.